Event description:
It was reported that a rise in impedance was observed on the left ventricular lead across multiple follow-ups. No patient symptoms were reported. The high impedance values were reproducible in clinic with isometrics and pocket manipulation. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.